Event description:
It was reported that during the trunk stock update, multiple attempts to interrogate the pacemaker was made. No alert for a firmware upgrade appeared. This device did not have a green sticker on its box. Session record was received and the device was sent back for analysis as well.

Manufacturer narrative:
The reported field event no alert for a firmware upgrade was confirmed in the laboratory. There¿s no alert for firmware upgrade appeared in the programmer because the device was already loaded with the upgraded sw. The device was tested on the bench and no anomalies were found.